Event description:
It was reported the patient felt the stimulation become ¿heavier¿ and this change occurred suddenly. The coverage of the paresthesia did not change, just the intensity. The ins impedances were checked and contacts 8-9 were in the 4000 ohms range. There were no historical impedances to measure against. The stimulation felt normal during and at the end of the time the reported information was being given. Additional information has been requested.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger; product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2007, product type: lead; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient; product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).